Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that the issue was caused by a faulty mainboard in the monitor. Per the fse, the main board doesn't recognize the speaker and detects that it's damaged, but the speaker was actually fine, it works correctly with another device. The fse determined that mainboard would need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on intellivue mx550 patient monitor indicating that there was a speaker malfunction and the speaker would not produce sound. It could not be confirmed if there were audible tones. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.